Event description:
It was reported that the generator was having issues with ports 2&4 not heating to temperature. A manufacturer representative confirmed to switch both probes to new probes but the issue persisted. Ports 1 & 3 heat up without issue. They powered the generator off and back on twice and both times got the prompt: "problem found during self-diagnostic check". The procedure was cancelled.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event could not be conclusively determined as the returned ionic rf¿ generator functioned as expected throughout the investigation.